Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that both of patient's leads had migrated, one of which also fractured. As a result, patient underwent surgical intervention on (B)(6) 2024 during which both leads were explanted and replaced. Therapy was restored post-op.